Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations of the returned instrument confirmed the customer reported complaint. The prograsp forceps instrument was analyzed and found to have a derailed grip cable at the distal end. The yaw motion can be non-intuitive as a result. No damage was found at the proximal end. Common causes of the failure mode derailed instrument grip cables are attributed to a component failure. Derailed cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft ca be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. Additional observation(s) that were not reported by the customer: the instrument was found to have a frayed grip cable at the distal end. The common causes of the frayed - distal instrument grip cable are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of the reported issue is attributed to a loss of cable tension. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure prograsp forceps instrument was just randomly not functioning properly and was not following the surgeon's commends. Failure analysis investigation confirmed the reported issue in that the prograsp forceps instrument was found to have a derailed grip cable at the distal end and that the yaw motion can be non-intuitive as a result. Unintuitive motion during a surgical procedure could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure prograsp forceps instrument was just randomly not functioning properly and was not following the surgeon's commands. A backup of a different kind of instrument was used and the procedure was completed with no reported injury.